Manufacturer narrative:
The hvad is used for treatment not diagnosis. Patient experienced gross hematuria and high watts alarms. Events of this nature may be indicative of pump thrombosis. However, a pump exchange was not performed since the patient was receiving palliative care and had a do not resuscitate (dnr) order. Patient subsequently expired after the family decided to turn off the pump. The hvad pump ((B)(4)) remained implanted postmortem and was not returned to the manufacturer for evaluation. Review of the manufacturing documentation confirmed that the associated device met all requirements for release. The reported event could not be confirmed via review of the controller log files as the log files covering the event date were not available for analysis. The patient had not been receiving anticoagulation therapy due to a history of extensive gastrointestinal (gi) bleeding which is one of the clinical factors that may have led to the alleged pump thrombosis. The instructions for use (IFU) specifically state that the international normalized ratio (inr) should be maintained between 2.0 and 3.0. The most likely root cause of the reported "high power' event cannot be conclusively determined; however, there are patient, procedural, and pharmacological factors may have contributed to this event. Applicable risk documentation and experience with events of similar circumstances were considered; events with high power consumption are most often attributed to thrombus formation. Thrombus is a known risk associated with use of ventricular assist devices noted within the labeling. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings, including transportation. Serious and life threatening adverse events, including device thrombosis, have been associated with use of this device as outlined in the instructions for use (IFU). The IFU addresses guidelines for optimal patient management (including therapeutic anticoagulation guidelines of inr between 2.0 and 3.0). While there is no evidence based on the available information, it may be possible that there were some underlying health conditions that could have predisposed the patient to this event. From all indications the device operated within specifications and as intended with no indication of any device performance issues contributing to the event.

Event description:
It was reported from the united states that a nurse at an outside facility noticed that the patient had gross hematuria and a high watt alarm on (B)(6) 2014. The nurse notified the staff at the implanting facility and the treating physician assessed the situation as being a possible clot in the pump. It was stated that the patient had not been receiving anticoagulation due to a history of extensive gastrointestinal (gi) bleeding. The patient was receiving palliative care and had a do not resuscitate (dnr) order so a pump exchange was not done. The patient's pump began to alarm continuously on (B)(6) and the family requested that the ventricular assist device be turned off. The patient was pronounced dead on (B)(6) 2014.